Event description:
A (B)(4). It has been reported to us that during the procedure the balloon catheter ruptured. The balloon catheter was inflated to 8 atms but the inflation was not enough. Upon add'l inflation the balloon ruptured. The procedure was completed with out any complications to the pt.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore an engineering analysis of the subject device can not be performed. A review of the device history record will be conducted. Device discarded -not returned for eval.